Manufacturer narrative:
(B)(4).

Event description:
Patient had a history of hypertension, hyperlipidemia and diabetes. Index procedure was prompted by unstable angina. During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Fifteen days post the index procedure the patient a gastrointestinal bleed. Patient was on aspirin and plavix at the time of the event. The patient was treated with medication and a blood transfusion. Patient recovered. Investigator assessed that the event was not related to the study device.